Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, most of the monitored data disappeared from the display at the central monitor with the exception of a few unidentified waveforms remaining. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs¿ product support specialist investigative findings could not verify the cause of the failure. The xhibit central resumed full functionality following a reboot of the system. This report is complete and this particular issue is considered closed.